Event description:
It was reported that there were two trachs with broken flanges. Both trachs failed while in use with the patient with no patient harm reported. Moreover, it was stated that home nurse had to replace both broken traches with their last primary back-up one due to broken flanges on both units. There was patient involvement with no patient harm/adverse event reported. One patient, two product malfunctions. Emdr-25371 and emdr-25636 both represent the same patient. This is the second malfunction report for the related complaints.

Manufacturer narrative:
Two device samples were received in used condition without original package. During the visual inspection, a cut of eyelets was observed in both samples. The complaint was confirmed. A root cause has not been determined and the complaint fault has been escalated to address a full root cause investigation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.